Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the backup power did not activate. During the call, power was restored and the system was powered back on, but the surgeon could not control the instruments and the image was inverted. The tse instructed the caller to remove and reinstall the endoscope, after which the surgeon regained control of the instruments and continued with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Per the phone support details, removing and reinstalling the endoscope was followed by the site being able to gain control of the instruments. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the power loss or the inability to control the instruments cannot be determined based on the information provided. No product was retuned to isi for failure analysis and further investigation. A possible cause of the inverted image may be attributed to incorrect orientation of the installed endoscope. Correcting the orientation prior to usage resolves this issue. Per the phone support details, removing and reinstalling the endoscope resolved this issue.